Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after being without cgm data and insulin for approximately two hours, then initiated a new sensor that read high and subsequently experienced hypoglycemia while using the ilet system. Symptoms included feeling disoriented, lightheaded, and ¿drunk,¿ with a reported nadir of 54 mg/dl and a maximum reading reported as high. Outcomes included a prolonged period of glucose values outside of target for about thirteen hours without hospitalization or professional medical intervention; the user self-treated the hypoglycemia with oral glucose candy. Investigation included customer interview and case review. Investigation of this case revealed an unclear cause for the hyperglycemia and subsequent hypoglycemia, with contributing factors possibly including a period without cgm and insulin and initiation of a new sensor; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.